Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The pump was found to have no physical damage noted. Checking the ehl could not confirm a record of the customer reported issue. The air detector also functioned normally. The most likely/suspected cause of the issue was the cassette tube may have not been properly attached to the air detector or there were bubbles remaining in the tubing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The pump passed all functional tests and performed as intended.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the air detection alarm was triggered despite the absence of air. There was no patient involvement.